Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection due to the cardiac resynchronization therapy defibrillator (crt-d) eroding. It was noted that the right atrial (ra) lead had under-sensing during fine atrial fibrillation (af). The crt-d system was removed. No further patient complications have been reported as a result of this event.